Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during unknown procedure the subject device had stripes in image. There were no reports of patient harm.

Event description:
The event occurred during an nvt procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: green image and broken video cable. Based on the results of the investigation, and since the reported malfunction was not confirmed, a probable cause could not be determined. Based on the results of the investigation, it is likely the green image was due to the broken video cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.